Manufacturer narrative:
The user¿s experience of no alarm heard when accumulated bubbles passed through the lvp could not be definitively confirmed or replicated during the investigation. A possible cause for the alarm not sounding off when bubbles were visually observed is that the air boluses observed by the user may have been smaller than 1.67 inches in length (volume=250l). It is suspected that the air bubbles identified in the tubing did not reach a large enough size for a single air bolus or for accumulated air to be detected with the selected air bolus limit setting of 250l. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4)which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that the pump did not alarm while infusing saline and dextrose for air in line even though a large air bubble was noted in the line and passed through the air in line detector. There was no patient harm as the air bubble was caught prior to reaching the patient. The pump finally alarmed when it was close to the patient but past the ail sensor. The clinician tried another set of tubing and the channel seemed okay for about 3 minutes when the alarm sounded. The facility's ail is enabled and the configuration is set at: 250 for adults, 50 for nicu, nursery and peds at 75.